Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent a left hip aspiration approximately eleven (11) years post-implantation, during which dark yellow fluid was allegedly extracted. Subsequently, patient underwent left hip revision procedure approximately eleven (11) years post-implantation due to allegations of bilateral hip pain, groin and buttocks pain, bilateral fluid collection in hips, elevated metal ion levels, metallosis, pseudotumor and corrosion of the taper adapter. Legal counsel for patient further reports the femoral head and taper adapter were removed and replaced and an active articulation bearing was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Medical records confirm patient's left hip was revised eleven (11) years post-implantation due to pain, metallosis and pseudotumor. Medical records note inflamed, discolored and necrotic tissue and macrophages within the joint and evidence of corrosion on the femoral head neck junction.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2016-00626 / 00627 / 00628).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2013 and right total hip arthroplasty on (B)(6) 2007. During the right hip procedure, the stem initially inserted into the femur, and it was noted that the calcar split. Therefore, the stem was backed out, a cable was placed about the calcar, and the stem was reinserted. Patient underwent an aspiration of the left hip on (B)(6) 2014. Legal counsel further reports patient underwent a left total hip revision on (B)(6) 2014 and right total hip revision on (B)(6) 2014 due to patient allegations of bilateral hip pain, groin and buttocks pain, fluid collection around the iliopsoas compartment of left and right hip, and elevated metal ions. During the left hip revision the head was removed, and a head, taper adaptor and an active articulation bearing were implanted. Operative notes received reported that corrosion was present on the femoral head neck junction. During the right hip revision, the head was removed, and a head and an active articulation bear were implanted. Operative notes further reported that during the right hip revision, nodular tissue of the anterior hip was removed, and no signs of infection were found. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). One m2a 38mm mod hd -6mm nk was returned and evaluated. Upon visual inspection of the head there was wear to the outside diameter. The inside of the head taper shows visible debris. Sem examination revealed deposits on the chamfer region of the head (figure 3) as well as on the taper surface. Circumferential grooves, possibly from imprinting of the surface texture of the stem taper, are also visible. Circumferential bands of deposits can be observed in. Quantitative eds analysis of the taper surface showed combinations of: biological material containing some or all of the elements c and o cocrmo substrate material that showed elevated levels of cr, mo, and o possibly evidence of corrosion products. Titanium, possibly transfer from the stem taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a 38mmx48mm cup, # item, (B)(4), lot 477970; mlry-hd por fmrl, # item (B)(4), lot 949010. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 11 years post initial left hip surgery due to patient allegations of bilateral hip pain, groin and buttocks pain, fluid collection around the iliopsoas compartment of left and right hip, and elevated metal ions. During the left hip revision the head was removed, and a head, taper adaptor and an active articulation bearing were implanted. Operative notes received reported that corrosion was present on the femoral head neck junction which appeared to be black and coated 60-70% of the trunnion. Debridement the lining of the joint was performed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Primary op notes confirm that the patient underwent a left total hip replacement and no complications were noted. Revision op notes confirm that the patient underwent a left total hip replacement and no complications were noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.